Event description:
It was reported that the patient received multiple inappropriate shocks due to an apparent right ventricular (rv) lead fracture. An evaluation of the rv lead showed high lead impedance and that a patient alert was triggered. The lead had oversensing and noise with arm movement. The patient describes pulling themselves up with their left arm to get into a vehicle and soon after the shocks started to occur. The lead was capped and replaced by a new lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing, ventricular (non-sustained tachycardia) nst less than or equal to 210 ms average v-cycle on (B)(6) 2011 in the timeframe. Ventricular fibrillation equal 200 ms average v-cycle on (B)(6) 2011. Interference/noise, ventricular short interval count (v-sic) equals 1267.3 counts avg/day, in 9.90 days, between (B)(6) 2011. High resistance/impedance and patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. Daily pace impedance trend data shows an abrupt spike increase for rv pace equal to 472 to inf (unfiltered data) ohms peak between (B)(6) 2011.